Event description:
It was reported that during a da vinci surgical procedure, while using the maryland bipolar forceps instrument there was a flame in the hinge of the instrument when cautery was activated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the yaw pulley displayed char marks between the grips. Both sides of the pulley were damaged showing char marks about 0.19 in measurement. The conductor wire showed no damage at the distal end or the proximal end. The bipolar pins at the proximal end were undamaged. The instrument passed electrical continuity testing. No other damage was found. 48 - the yaw pulleys exhibited material removal as a result of the charring. The yaw pulley surface profile showed peaks and valleys, indicative of thermal induced deformation and material removal. The damaged area was compared with undamaged yaw pulleys, which had a relatively flat surface. In-house testing was able to replicate charring on the yaw pulleys on an undamaged instrument, when the esu generator was set to 70w bipolar mode and continuous energy was applied to a wet paper towel contacting the grip base and yaw pulleys. Sparking was observed and the yaw pulleys began to char after a few minutes of continuous energy activation. The customer reported complaint does not itself constitute a MDR reportable event; however, the material removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.